Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not responding to sound and that the parents noticed that the patient's response was gradually deteriorating. An accident or trauma is not known.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened when the device is available for investigation.

Event description:
It was reported that the patient is not responding to sound and that the parents noticed that the patient's response deteriorated. An accident or trauma is not known.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient was not responding to sound and that the parents noticed that the patient's response deteriorated. An accident or trauma is not known. The patient has been re-implanted.